Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid (hydromorphone), unknown concentration at 3 mg/day dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that pump had possible early end-of-service (eos). Patient contacted the hcp's office on this report date stating pump beeping and starting to feel withdrawal symptoms. Office contacted different hcp to request emergency replacement. Replacement was scheduled for (B)(6) 2018 at 7:30 am central. Rep called the patient on this report date after notification from account scheduler that pump replacement was scheduled. Patient stated that he had been hearing a single tone beep for approximately 2 weeks but thought was one of his son's new christmas toys. At kitchen sink this morning realized that it was his pump. Patient stated single beep approximately 1/hour. Patient had not heard two tone beep. Patient stated that the day prior to this report date, the patient had started feeling flu-like symptoms but now thinking withdrawals. Patient stated he gave himself a dose from his patient programmer (ptm) around 1:00 pm and now felt slightly better. Patient stated ptm refill date showed as (B)(6) 2018. Patient stated he had pump refill (B)(6) 2017. Patient dilaudid in his pump, was not sure of concentration. Ptm showed daily dose as 3 mg/day dilaudid with ptm dose 0.25 mg 1/24 hours. The rep had not had an opportunity to do any diagnostics as patient lived 75 miles from the hcp and the other hcp was not in his office until (B)(6) 2018 where his pump was managed. Replacement was scheduled (B)(6) 2018. Pump would be retrieved and returned for analysis. At the time of this report, the issue was not resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the pump was prophylactically removed to avoid in-vivo battery depletion. No rotor or dye study was done. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative who reported that there was no early end of service (eos). The alarm that patient was hearing was the non-critical single beep elective replacement indicator (eri) alarm which started on (B)(6) 2017. The pump was replaced on (B)(6) 2018. The patient reported pre-operatively on (B)(6) 2018 that his withdrawal had resolved; he had felt fine all weekend. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump found ¿eri due to time progression¿. If information is provided in the future, a supplemental report will be issued.